Event description:
It was reported that the patient was no longer getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7071342.